Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading at the time of admittance was 650 mg/dl and dka. Unable to troubleshoot since customer was not present. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.